Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.